Event description:
It was later reported when they sat the patient up, the physician was easily able to aspirate from the side port and was able to complete the contents emptying new drug bolus procedure. The patient tolerated the procedure and was doing well to their knowledge.

Event description:
It was reported that since implant, the medication was making the patient sick; she was nauseated and couldn¿t eat, so they were att empting to do a system content removal procedure. They stopped the pump and removed the morphine and bupivacaine from the pump. They were planning to put in dilaudid and bupivacaine. They were at the side port aspiration step of the process and were unable to aspirate from the cap (catheter access port); they got a tiny bit in the hub of the needle. They tried a different needle and that didn¿t resolve the issue. They tried changing the patient¿s position which didn¿t help either. It was noted that the pump moved a little bit, but it wasn¿t ¿flopping around in there.¿ they were having difficulty seeing the entire catheter under fluoroscopy. Initially they were not using the tubing from the kit for the aspiration but now they were. They tried a different kit. They were sure they were in the cap because the physician felt metal. The physician felt a pop and was able to get a little tiny bit of something back; it was kind of slow coming. They got .1cc out of the cap; it was blood tinged. They were getting air in between. It made a difference when they patient took a deep breath. They were able to get almost .2cc out. They had the patient sit up more and they were able to get more out; they were able to get 1.5 cc and it was coming out good. It was later reported that they were able to aspirate the entire system contents. The reservoir was rinsed twice and the patient was started on dilaudid and bupivacaine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8540, serial # unknown, product type accessory; product ID 8540, serial# unknown, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).